Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 645mm distal of the strain relief. The hypotube was also noted to be kinked at several locations on both sections. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2019. It was reported that the device was unable to cross and was kinked. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was unable to cross the lesion and upon advancing the shaft part was kinked. The balloon usage was then discontinued and the physician shifted to rotablation. No patient complications were reported. However, device analysis revealed a complete break in the hypotube.